Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During the evaluation of monitor (B)(4) for an unrelated issue a reportable problem was observed. The monitor was unable to power on.